Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker had an error message. Multiple programmers were used and the files were downloaded from the start screen to address the issue. The patient was stable.